Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported stim therapy issue. Caller stated that they charged the stimulator but it said that the stimulator is not on. Caller stated they were trying to turn it back on but they are not sure what setting they should be at. Caller added that they pressed group a and their whole left side started tingling. Agent walked caller through switching to group b and caller confirmed they are feeling the stimulation comfortably. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Patient and her husband called regarding adjusting the intensity level. Patient stated she had back surgery a week and half ago and after the surgery felt a buzzing on the left part of the rib cage. Caller stated patient had pinch nerve and they saw different hcp last thursday and freed up that pinch nerve. Patient stated they are having pain on the left leg and foot and need to adjust the intensity. Patient stated they have apt on (B)(6) 2024 to see hcp. Patient stated the device is connecting and disconnecting. Agent assisted patient and caller to navigate the controller and controller show therapy is off. Agent reviewed meaning of therapy on/off button and have patient turn therapy on. Agent assisted patient with checking the intensity level. Patient stated they are on group c and have four programs. Patient change p1 from 2.0v to 2.4v. Agent recommend patient adjust the intensity and monitor the symptoms. Agent recommend keeping track of the setting and adjust as needed and consult with hcp ofc if they are not getting relief from the therapy. Controller showed ins 90% and controller 100% charged.